Manufacturer narrative:
Sections with additional information as of 27-oct-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-059: improper storage conditions.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips and control solution were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern. Unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for control result out of control range. Customer stated that he performed four control tests following step by step from the owners booklet and the results were out of the range all four times. The customer is concerned with control test results from results obtained of 60. 59, 62 and 62mg/dl. The customer feels well and did not report any symptoms. No medical attention associated with the use of the product was reported. The customer declined to perform a control test during the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 05/31/2022 and test strips were opened day prior to call. The meter memory was reviewed for previous test result history: (B)(6).